Event description:
The pharmacist and local hosp vigilance correspondent reported that an ophthalmologist had observed a peripheral corneal ulcer with anterior chamber reaction in the right eye of a pt who had been wearing a focus monthly visitiant lens for about one month and using complete lens care solution. The pt had experienced pain and redness for about three days. The pt was admitted to chu nantes for treatment. Bacteriological sampling identified serratia marcesens and a pyocianic serotype 011 on the lens. Pyocianic 011 was also identified in the sample from the pt's eye. Loss of visual function reported, however no pre-event or current acuities have been provided. No further info is available at this time.